Manufacturer narrative:
On (B)(6) 2026, the mother of the patient reported severe skin irritation with open sores related to the mcot device with universal patch configuration (electrode lot #e648007). The patient had removed the device the previous day ((B)(6) 2026) around 1pm when the school nurse called the mother. The patient sought medical treatment and was prescribed two medications: triamcinolone and mupirocin for the skin irritation. The patient discontinued use of the device due to the skin reaction. The patient did not follow the recommended skin preparation instructions and "just used scrub pad." The patient has no history of skin sensitivity or allergies to metals and/or adhesives. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is pediatric of 14 years old and did not follow the recommended skin preparation instructions and "just used scrub pad." The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On (B)(6) 2026, the mother of the patient reported severe skin irritation with open sores related to the mcot device with universal patch configuration (electrode lot #e648007). The patient had removed the device the previous day ((B)(6) 2026) around 1pm when the school nurse called the mother. The patient sought medical treatment and was prescribed two medications: triamcinolone and mupirocin for the skin irritation. The patient discontinued use of the device due to the skin reaction. The patient did not follow the recommended skin preparation instructions and "just used scrub pad." The patient has no history of skin sensitivity or allergies to metals and/or adhesives.